Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report numbers 1627487-2014-00175 and 1627487-2014-00176. The pt's ((B)(6)) therapy system includes an ipg and two percutaneous leads from different lots. It was reported, the pt experiences overstimulation from the ipg. The issue reportedly occurs when stimulation is off and can be felt from the ipg to the pt's head. It was reported, the pt no longer utilizes his therapy system due to lack of efficacy and desires to have the devices explanted. Surgical intervention will be undertaken at a later date to address this issue.